Manufacturer narrative:
One ensite x amplifier was received for evaluation. Evaluation testing was successful. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformance's associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported communication issue and subsequent cancellation remains unknown.

Event description:
During a supraventricular tachycardia procedure, the catheter was rotated approximately 90 degrees so the procedure was cancelled. There were no adverse patient consequences and the procedure was rescheduled.